Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected off no power anomaly. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.

Event description:
It was reported the customer's insulin pump had several alarms. The customer also stated the insulin pump was making loud whining noises. The insulin pump has also turned off completely by itself. The customer stated the insulin pump eventually turned back on but the same issues occurred. Customer's blood glucose was 6.3 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).